Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06548. It was reported the pt was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed both leads had migrated. Both leads were explanted and replaced. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.